Event description:
Maude event report was received by stryker biotech on 9/15/08 via the FDA medical products reporting program. A pt reported experiencing a violent episode of coughing up blood and difficulty breathing after receiving an rhbmp containing product for a 2 level cervical fusion on an unspecified date. The pt was reported to have called his surgeon who informed the pt to take tylenol (dose unspecified) and to return to bed. The pt reported he was later admitted to the hosp with aspiration pneumonia and remained hospitalized for five days. No additional info is expected.